Manufacturer narrative:
The pump alarmed rf pic failed during the self test due to a problem isolated to the mother board. The buttons responded properly. No flattened button dome switch or unlocked lcd keypad connector was noted. The pump passed the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed failed self-test. The customer pressed the esc and act buttons to clear the alarm but they did not work. Customer's blood glucose level was 144 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.